Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4). Eval in progress.

Event description:
The user facility reported to terumo cardiovascular systems corp that during cardiopulmonary bypass surgery the cable of the hercules 360 arm broke. No known impact or consequence to pt. Product was changed out. Surgery was successfully completed.